Event description:
Patient states that his infusion device is giving too much insulin during boluses. He has had 2 low blood glucose events in 2 days. In 2006, his blood glucose ws 5.7 mmols (537 mg/dl) at noon and at 2:00 p.m. His blood glucose was 6.2mmols (112 mg/dl). He then ate lunch and at 4:00 p.m. He felt sleepy and lost consciousness. His wife called the paramedics and they measured his blood glucose below 2.0mmols (36 mg/dl). The patient was started on a glucose i.v. And he was also given 2 tubes of ista-glucose. At the hospital the glucose i.v. Was continued and his blood glucose elevated to 6.6mmols (119 mg/dl). The hospital monitored his blood glucose for two hours and the patient then ate a sandwich and bolused. He was monitored for another hour and discharged. The next day, the patient began feeling symptoms of low blood glucose at 11:00 a.m. While at work. His symptoms included confusion, numbness in hands, and slurred speech. His blood glucose was at 3.2mmols (58 mg/dl). He ate 2 chocolate bars and 2 hard candies and went back to work. At lunchtime, his blood glucose was at 7.3mmols (131 mg/dl) and he then bolused 7.0 units and ate lunch. At 1:00 p.m., his blood glucose was 11.2mmols (202 mg/dl) and he bolused 2.0 units of insulin. At 2:00 p.m., his blood glucose was at 7.5mmols (135 mg/dl) and his blood glucose was fine thereafter. The patient switched to his backup device the next day. His normal blood glucose range is 6-8mmols (108-144 mg/dl). Patient changes his site every 4 days. When he switched to his backup device he noticed that his time was off by 2 hours. Patient does not allow insulin to warm to room temperature before use. Patient stated there has been a crack in the infusion device for 8 months. Product was requested to be returned for evaluation.